Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6)2008, product type: catheter. (B)(4).

Event description:
The patient reported they were hearing an alarm but did not know it was their pump. The patient heard an alarm which may be the critical alarm. The cause of the alarm was unknown as the refill date was next month. The patient had an appointment with the surgeon on (B)(6) 2015. The patient did not experience symptoms related to the event. The pump reached elective replacement indicator (eri) (B)(6) 2015 and end of service (eos) (B)(6) 2015. The pump was explanted (B)(6) 2015. The patient recovered without permanent impairment. On (B)(6) 2015 the patient further reported that they did not have any concerns regarding their device or therapy. The patient received assistance from their hcp and their concerns were resolved. The pump was used to deliver baclofen.